Event description:
Customer notified us "when I went to test the temperature controls this morning (main vs. Cpg), I found out that the cpg side is not able to independently regulate temperature. For instance...we often run cold cardioplegia and keep our patients warm. This unit is not able to independently run cold temperature on the cardioplegia side and warm temperature on the patient side (yes, there is a sufficient ice block). It appears that the temperature of the cpg side is only able to mimic the temperature of the main. There was never an issue with the temperature control when the unit was sent out for repair." This issue was identified on 08/16/2022, no patient involvement was reported. (Nqa).

Manufacturer narrative:
A cardioquip customer notified cardioquip that the cpg of their device was not cooling. Upon inspection of the device, a cardioquip technician identified that the cpg valves were nonfunctional and required replacement. Following the repair, the device passed inspection and is fully functional.